Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave hybrid int type e/f plug intra-aortic balloon pump(iabp), pressure trigure failure zero malfunction. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was unable to reproduce the failure after testing with the zero pressure test. Fse performed pm and replaced safety disk, which required replacement. The unit passed all functional and safety checks as per manufacturer's specification.

Event description:
N/a.